Event description:
It was reported that vf episodes were detected due to lead noise, but no therapy was delivered for these episodes. The noise could not be reproduced. Capture, sensing and impedance were stable and within normal range. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was noted at 52.2-52.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at 52.6-52.7cm from the distal tip. This is consistent with the observation from the field of noise.